Event description:
It was reported that the backrest was drifting down when raised and would not stay in an upright position. No injury to pt or caregiver was reported.

Manufacturer narrative:
Fowler clutch.